Manufacturer narrative:
The intraocular lens (iol) was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's right eye in a secondary surgical procedure due to patient complaint of light bursts at night and halos which the patient is unable to drive at night. The issue was noticed during post-operative examination, immediately after the surgery. A replacement lens of different model dcb00 of 20.5 diopter was used. There were no medical/surgical interventions required. No patient injury was reported. The patient is happy with the replacement lens and no longer has a complaint. No further information was provided. The patient had bilateral lens implants. This report captures the iol in the patient's right eye. A separate report will be filed for the patient's left eye.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: jan 29, 2022. Section h3: device evaluated by manufacturer: yes . Device evaluation: the complaint lens was received inside the specimen cup. No additional product was received for this unity. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut into three pieces, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.